Manufacturer narrative:
The hospital is unable to locate the instrument and the lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample we are unable to confirm the reported issue or identify the root cause. Review of product complaints found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Hospital unable to locate the device.

Event description:
International affiliate reports that during surgery on an adult patient, the probe was inserted into a lumbar pedicle. When the instrument was turned, the tip of the probe broke off in the pedicle. The broken portion was removed and there were no adverse consequences to the patient.